Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported receiving a no delivery alarm during infusion set change followed by a motor error alarm during prime. Customer stated that they do no use the sensor feature and they were able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 210 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, a21 error, basic occlusion, occlusion, excessive no delivery and prime/a33. The motor passed motor test, no motor error alarm and no excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.